Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2015 essure (fallopian tube occlusion insert) was placed. Control position of essure was performed but no further information was reported. The consumer's concurrent condition included suspected nickel allergy. On (B)(6) 2015 the consumer experienced complication during insertion and placement on one side. In an unspecified date the consumer experienced migration of implant, high blood pressure, increase or decrease of weight. She reported that she was more alert on pain and fatigue complaints as other influence on her daily life. Sterilization was chosen as other method. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported migration of implant. This event is serious and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident due to serious injury. Additionally, non-serious events were reported. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Follow-up received on 06-oct-2016 - quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 759 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported migration of implant. This event is serious and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident due to serious injury. Additionally, non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Manufacturer narrative:
Follow-up information was received on 11-oct-2016 from consumer and on 12-oct-2016 from physician via reimbursement claim extraction form essure. On (B)(6) 2013 she gave birth via c-section. On (B)(6) 2013, endometrial ablation and essure implants procedure performed. On (B)(6) 2013, on follow up visit, she complained about pain. Doctor stated pain was part of the healing process and prescribed 500mg motrin. On (B)(6) 2014 she was in excruciating pain, vomiting and felt like she would pass out. She was taken to emergency room where numerous tests were run including blood work and CT scan. She felt like something was cutting her inside in the abdominal area. Tests came back normal and was sent home and told to follow up with her doctor. On (B)(6) 2014 she went to follow up with ob/gyn. Sonogram conducted. Ob/gyn stated there may have been a ruptured cyst that caused the pain but everything was normal. Was told pain wasn't ob/gyn related issues. On (B)(6) 2014 more tests conducted that returned normal. On (B)(6) 2014 different ob/gyn stated pain was not essure related and referred patient to pain management specialist. On (B)(6) 2014 she met with 3rd ob/gyn. Doctor wanted to verify if the pain was from the healing process or nerve damage from a previous surgery. The doctor suggested checking if the essure were sealed properly and was in the proper location. Doctor also conducted a nerve block. Patient stated nothing changed. On (B)(6) 2014 hsg-essure confirmation test was performed and bilateral tubal obstruction was seen. Right essure device was appropriate in its position but the left essure device was very distally situated in the left tube. On (B)(6) 2014 colonoscopy and endoscopy performed. Biopsies were taken. Results came back negative but noted ulcers determined by testing to be caused by taking the motrin and other pain medication prescribed by 1st ob/gyn. Findings: perianal and digital rectal examinations were normal. Small mouthed diverticula were found in the sigmoid colon and at the hepatic flexure. Non-bleeding internal hemorrhoids were found during retroflexion and were moderate. On (B)(6) 2014 exploratory surgery performed. During the procedure the doctor noted that the cause of all the problems was the left essure coil had moved then punctured completely through the fallopian tube and was cutting the back side of the uterus. The doctor removed both essure coils by cutting the fallopian tubes but was going to save the ovaries as they looked to be fine. He removed the uterus which showed endometriosis. The doctor stated he has never seen anything so severe regarding essure implants and that patient could have died. Patient had da-vinci-assisted laparoscopic supracervical hysterectomy with bilateral salpingectomy. Discharge medications include hydrocodone-acetaminophen (norco)5-. She was advised to follow up in 2 weeks. On (B)(6) 2014 MRI returned normal. On (B)(6) 2014 she returned to emergency room for intense debilitating pain. All tests returned normal. On (B)(6) 2015 she returned to emergency room for severe pains. Blood work and CT scan conducted. Nothing was found so patient was discharged. She was hospitalized from (B)(6) 2015 for debilitating pain and vomiting. "Numerous tests conducted which returned normal." Exploratory surgery was conducted on (B)(6) 2014 and found lots of adhesions and several areas of endometriosis which the doctor stated had been contained inside uterus but was probably released into the body when the essure coil lacerated the uterus. Doctor noted that the adhesions were caused by the first surgery to remove the essure implants. The adhesions were cut and the endometriosis areas were burned off. On (B)(6) 2015 followed up with doctor, only reported discomfort but no real pain. On (B)(6) 2015 pains returned not intense as before. All gallbladder testing returned normal levels. On (B)(6) 2015 superior hypogastric plexus block was performed. On (B)(6) 2015 to (B)(6) 2015 she went to 5 trips to the chiropractor. Plaintiff looking for reimbursement and has submitted previously and currently all billing documents. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and left coil had punctured fallopian tube and was cutting through the back side of uterus (seen as fallopian tube perforation and uterine perforation). She underwent a hysterectomy and salpingectomy with essure removal, 3 months after insertion. During this surgery, endometriosis on back of uterus was diagnosed. Endometriosis had spread from her partial hysterectomy, found more endometriosis. She had large scar adhesions too. Doctor cut through the adhesions and burned off endometriosis. These events were considered serious. The events fallopian tube perforation and uterine perforation are listed in the reference safety information for essure, while the others are unlisted. Uterine and fallopian tube perforation may occur with any trans-cervical intrauterine procedure. In the present case the perforation was diagnosed 3 months after insertion, during hysterectomy. Given the nature of this event, causality with essure cannot be excluded. With regards to the other events, based on their nature and considering that essure has a local action in the fallopian tubes, a causal relationship can be excluded. Non-serious event was also reported. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Upon follow up information, case became legal. Further information will be obtained through the litigation process.

Manufacturer narrative:
Upon internal review it was noted that supplemental 3 was submitted in error on 07-nov-2016. The information was correctly submitted to 2951250-2015-01693.